Event description:
A customer contacted baxter's technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during use. The technical service representative (tsr) advised the home patient (hp) to sit up then press stop and go to resume drain. The hp would discard the supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). On (B)(4) 2012, product surveillance contacted the home patient (hp) regarding this event. The hp stated she could not recall any information regarding this event. There were no samples or lot number available. There was no patient injury or medical intervention reported. Therapy has been going well since. This complaint for a report of a system error 2240 was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.